Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pain due to the pump placement location and a subsequent explant of the pump occurred. The patient was experiencing pain up and down the leg right from the pump, since implant. The pump was implanted "in my hip and not in the back" per the patient. Due to the pain caused by the pump, the patient was in the hospital since (B)(6) 2012 as of the report date. The pain was described as an "electrical current feeling." The patient desired a pump removal but noted difficulty finding a healthcare provider (hcp) willing to remove the pump. Per the patient, the pump management hcp "refused to take pump out". The patient had been referred to other hcp's, however no contact had been made with a new hcp. The patient also noted the fact that he had a spinal deformity ("185 degree curvature"), therefore it was also told to the patient that if an explant took place, it was possible the catheter would remain implanted. The pump which was described as being posterior flank, adjacent to the spine at level of right hip, was triggering "sciatic muscular pain for the patient that is intolerable". It was later reported on (B)(6) 2012 that the pump was alarming; however it was unclear what the alarm was, due to telemetry not confirming. The patient remained in the hospital at that time and the patient was anticipating pump removal and a meeting with a surgical hcp. Upon interrogation, the patient reported that the dose was "45-60mg daily and was even higher than what patient's prior hcp stated". It was not clear what exact concentration and/or dosage was. The patient noted dissatisfaction with the past pump hcp, reporting that the pain had been "going on since (B)(6) 2012" and the patient felt "neglected" by the hcp and further stated they were used as "an experiment". It was later reported by the hcp that the patients pump system was explanted because of "patient preference to remove pump". It was only indicated that the pump was removed, therefore it was not known if the catheter remained implanted. The explant date was not reported. The hcp reported no signs or symptoms related to the event, and no injury. The medication and dosage was reported as morphine with a concentration of 20mg/ml and a dose of 1.5mg/day. Additional information has been requested, but was not available as of the date of this report.